Event description:
The customer reported that while the ventilator was connected to a patient, the ventilator shut down and posted error codes. No patient injury was reported.

Manufacturer narrative:
The logbook was the available basis for the investigation. The suspected components were not available although they had been requested. The logbook has been analyzed regarding indications for the reported symptom. Three warmstarts within one minute and the alarms posted were confirmed by the investigator. However the reported "shut down" in terms of a final device driven power down without further restarts could not be confirmed. The ventilator software analyzes and verifies proper function of the device. A warmstart is triggered by the device when an internal failure is detected in order to solve the deviation. A single warmstart usually takes 8 seconds. As the suspected components were unavailable final root cause determination was not possible. Very likely the gas mixer has caused the reported problem. The operator was informed via appropriate acoustic and audible alarms about the warmstart procedure. During the warmstart session the emergency breathing valve opened enabling the operator to bag the patient manually. Suspected components have been replaced. The device has been tested and returned to use. The failure rate of the components replaced is accepted by the evita project group. Further investigation will be done in case the components will be made available to the investigator. The device reacted as specified on a deviation internally detected.